Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed no delivery. The blood glucose reading was 200 mg/dl. The customer's mother stated that the customer had had a no delivery issue with another infusion set and requested a replacement of the set. She reported that the customer informed her of the no delivery alarm once she arrived home from school. The customer was unable to troubleshoot for the issue. The caller declined return of the reservoir and infusion set for analysis. Nothing further reported.